Manufacturer narrative:
Zoll medical corporation evaluated the device for the customer's report of the device shut down and the device performed to specification. The device was put through functional testing and inspection without duplicating the report. Review of the clinical log recorded power status of ac not connected, battery low battery and "defib state: shutdown warning. The device was determined to operate within specifications. The investigation is closed as meets device specification. The customer's report of device would not power up was duplicated and attributed to faulty diodes on the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would then no longer power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.